Event description:
The customer returned the duodenovideoscope to the service center for a separate issue. The scope was sent to an external lab for testing. During testing, the scope cultured positive for 6 cfu of micrococcus luteus, niallia circulans, 2 cfu (micrococcus luteus) and 4 cfu (staphylococcus hominis). All channels were sampled. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The device was returned to olympus for culture testing and inspection. Olympus provided the following result of the culture test, performed at the third-party labs: sampling date: (B)(6) 2026 sampling from: distal end & elevator mechanism: cfu: 6 bacterial identification: micrococcus luteus, niallia circulans) sampling date: (B)(6) 2026 sampling from: instrument/suction channel: cfu: 2 bacterial identification: (micrococcus luteus) sampling date: (B)(6) 2026 sampling from: air/water channel cfu: 4 bacterial identification: staphylococcus hominis) after return from culturing, the device was evaluated where an additional reportable malfunction was identified, as there was a black hole in the instrument channel. Based on the results of the 3rd party lab results, and the completed investigation, it is likely the problems identified are traced to the device, however, a root cause could not be conclusively identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.